Event description:
A malfunction with a pump was reported by the customer, displaying malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer will use multiple daily injections as a backup therapy. The customer was instructed to put the pump into storage mode and to return it using a pre-paid label within ten days.